Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. The pump was currently administering morphine of an unknown concentration at an unknown dose rate. It was reported that "a billion times" the patient had been hospitalized for a reason not related to the pump at the time she was due for a pump refill. During these times her refill physician was not able to enter the hospital to perform a refill, so her pump alarmed. It was noted that one time the pump was beeping, but it went off / quit beeping. The patient had gone through that several times because she couldn't get there (to her refill). It was further noted that one of the alarms was in 2016 because it was nearing the end of medicine, so it just went empty. The date (B)(6) 2016 is considered an approximate date of event (specific year known only). At that time, it beeped and went to the critical alarm, but nothing happened. That's happened a couple of times. Individual dates of the issues were unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.